Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It has been indicated that the product is in process of being returned for analysis. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the connecting bolt would not assemble with the femoral nail. There was no patient injury or significant delay reported as a result of the event. Another connecting bolt was available to complete the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.